Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator gave transducer fault in yellow color. The ventilator system was giving the alarm of "xdcr fault" continuously. No patient involvement.